Manufacturer narrative:
Batch review performed on 24 march 2021: lot 155648: (B)(4) items manufactured and released on 23-dec-2015. Expiration date: 2020-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events since 2017. Clinical evaluation performed by medacta medical affairs manager: femoral component revision performed 4,5 years after primary cementless total hip arthroplasty in a (B)(6) year old woman. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic images provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed 4 years and 6 months after the primary surgery due to thigh pain and loose femoral component. X-rays revealed lucent lines and loose femoral components.